Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device passed the external/internal inspection, along with the electrical testing. Temperature of the device was verified to be within specification. A fluid volume accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the accuracy test. The original piston foam was removed and inspection found the foam to be deteriorated and the door piston to be cracked. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.